Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ failed drawer after 1.7.4 upgrade. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and here were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the position sensor was not detecting that the drawer was open far enough for the pocket to open successfully. A field service engineer reinstalled the magnetic strip and its metal backing. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es when user attempted to retrieve medication, the drawer opened but the cubby did not. This did not trigger a tracked failure, but the rn was unable to access the medication.